Manufacturer narrative:
Patient identifier: (B)(6). The service provider (sp) inspected the device and could not duplicate the reported issue. The unit passed all testing.

Event description:
It was reported that the ventilator while in use had an error code indicating pressure regulation high (ec 1009). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.